Manufacturer narrative:
Additional information. Device history records showed that the backup battery, (B)(4), was shipped with (B)(4). The system controller and backup battery were not returned for evaluation. Multiple requests for product return were issued to the customer with no success. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in june of 2013. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on july 1, 2016 the system controller would have alarmed with a backup battery fault due to the clock reaching the backup battery expiration month. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
Concomitant product: 11 v lithium-ion back-up battery: serial # unk, backup system controller pc-23298, 11 v lithium-ion back-up battery: serial # unk. The associated 11 v lithium-ion back-up battery serial numbers have been requested but not provided. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a backup battery fault alarm on (B)(6) 2016 at approximately 12:00 am. The patient was reportedly asymptomatic. Later that morning, the patient presented to the clinic and was advised to push the silence alarm every 4 hours until a replacement system controller could be issued. The battery installed within the patient's backup system controller reportedly would not charge. It was confirmed that the patient's system controller was exchanged approximately one week later. The patient was reportedly doing well with the new system controller and no further issues were reported.